Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was in the ER for an unknown reason but stated that the device was not working. It was then noted that the patient was in the hospital for seizures and surgery. Surgery reason is unknown. No additional relevant information has been received to date.

Event description:
Patient had prophylactic generator replacement only. The explant is not available. Per the physician the ER visit was not due to her vns. The doctor believes the vns was working.

Manufacturer narrative:
B5. Describe event; 6b. If explanted, give date (mo/day/yr) ; corrected data; initial MDR inadvertently omitted information known prior to submission.